Manufacturer narrative:
Device evaluation summary: the breath delivery (bd) power controller and bd power distribution printed circuit boards (pcbs) were returned for failure investigation. Both parts were visually inspected with no anomalies observed. The bd power controller pcb was installed into a test ventilator for further analysis. During the bd audio test, the piezo alarm would emit a faint blip before failing. The bd audio test should generate a loud, continuous beep. The bd power distribution board was installed into a test ventilator for further analysis. The ventilator powered on with no errors, alerts, alarms, or other issues. The bd audio test passed all testing. Conclusion: the reported event that ventilator failed the bd audio portion of est was duplicated. The probable cause of the reported failure is a faulty c4 capacitor on the power controller pcba. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the service engineer (se) inspected the device and verified the reported issue. The se replaced the power distribution control module. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator failed the breath delivery (bd) alarm test on an extended self test (est). The ventilator was not in use on a patient at the time of the reported event.